Manufacturer narrative:
No instrument related issue could be identified. The patient sample was not available for investigation. A root cause for the different toxoplasma igm recoveries between the elecsys and the vidas assays could not be clarified.

Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
A customer alleged they received a discrepant, negative toxoplasma igm result on a roche modular analytics system. The test was repeated on a 2nd roche modular analytics system. Initial roche toxoplasma igm = 0.589 coi repeat roche toxoplasma igm = 0.619 coi non-reactive or negative results with this system are < 0.8 coi toxo igm reagent lot #: 156268 the sample was repeated on the vidas system: toxoplasma igm = 2.84 coi, with > 0.65 considered positive additionally, toxoplasma igg was measured on the sample, yielding reactive results on both the roche elecsys and vidas systems. There was no report of death or serious injury related to this event. The customer has no sample left for further testing.